Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 implantable pulse generator (ipg) 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient was positive for enterococcus faecalis bacteremia and a device infection was suspected. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.